Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother and diabetes specialist assume that the pump delivers inaccurately, resulting in often erratic blood glucose level (47 mg/dl - 300 mg/dl), ketone positive. Customer was hospitalized from (B)(6) 2015, treated in intensive care unit for ketones 6.9 %, renal failure. Correction with insulin via perfusion. When customer used her pump again, the ketones increased from 0.1 % to 4.1 %. A request was made for the return of the device.